Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A delivery wire, main coil and introducer sheath were returned for this complaint. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. Residues of dry blood was noted inside the introducer sheath. The main coil and delivery wire were interlock inside the introducer sheath. The main coil was inspected and was found kinked and stretched. The delivery wire was inspected and no anomalies was noted. The main coil and delivery wire were advanced through the introducer sheath without problems, no resistance was felt. Microscopic inspection of the delivery wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the delivery wire and main coil revealed the components were within specification except the number of proximal fiber bundles, which were only 18 out of 37-44.

Event description:
Reportable based on device analysis completed on 15jul2020. It was reported that the coil could not be pushed in the catheter and was kinked. The target lesion was located in the portal vein. A 10mm x 40cm interlock-35 coil was selected for use. During procedure, the coil was pushed into the catheter; however, it did not respond. Then, when the coil was pulled out, it was noted that the coil was kinked outside the rotating hemostatic valve. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that there were missing fiber bundles.